Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false ail alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinicians reported ail alarms ¿every minute¿, sometimes there is no air, or a very small air bubble. For example, this happens with refrigerated medications like piptazo as they come to room temperature. This was reported to bd representatives during site visit. Bd cpc reviewed tips to prevent ail and ail troubleshooting methods. There was patient involvement, however outcome is unknown.